Event description:
Customer reported experiencing a past high blood glucose event with an unspecified cause. The customer's blood glucose was displayed as "high"; although specific value was not provided. To resolve the high blood glucose, the customer administered a correction injection via multiple daily injections, and technical support advised consulting a healthcare provider for further discussion. The customer acknowledged this recommendation.